Event description:
It was reported that post a stenting treatment procedure, a thrombosis occurred. The mildly tortuous and severely calcified lesion was located in the superficial femoral artery (sfa). A 8x66 iliac wallstent endoprosthesis was successfully implanted, however one day post procedure, a thrombus at the edge of the stent was noted resulting in a >50% reduction in flow. The physician treated the thrombosis by placing another manufacturer's covered stent. No further patient complications were reported. The patient is fine.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.53 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; however, it was determined to be not reportable, as it is not commercially available in the united states. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was received by the health-care provider. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 08/20/2010 (through follow-up with the health-care provider), it was learned that the cause of death was myocardial infarction and pericardial effusion. The device has been disassociated from the event, therefore, it has been determined that this is not a complaint.